Manufacturer narrative:
(B)(4).

Event description:
The patient thought she heard the pump alarm numerous times, but there was nothing in the logs indicating that an alarm had occurred. The patient was a poor historian so it was not known when she first alleged hearing an alarm. It was thought that no troubleshooting had been done to try to determine if the sound the patient heard matched the pump alarm sounds. The pump was replaced for battery depletion and because the patient thought she heard the pump alarm, but the pump logs did not confirm this. The patient had no therapy issue. During the pump replacement procedure, the catheter length was reviewed. The programming indicated that it was 62.5 cm, however the markings on the catheter went beyond 81 cm, so with the pigtail, it appeared it was a full-length 89 cm catheter. The reporter didn't feel 62.5 cm would be a sufficient length based on the patient's size. The device system was delivering gablofen. The outcome was not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient had mild increased tightness/spasticity related to the event. The patient recovered without permanent impairment.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.